Event description:
Caller states the coaguchek xs system produced results of 3.8 inr and 3.0 inr during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.